Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 980 ventilator failed the extended self test (est) and short self test (sst) with ¿pressure out of rang (oor)" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation valve assembly (eva). Sp further found that the unit was not passing sst, so sp tried a known good circuit and it still failed the flow sensor cross-check and was getting a mix flow sensor oor message. To address the issue sp replaced the breath delivery (bd) flow sensors. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. Two bd flow sensors were received for failure analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. One eva was returned for failure investigation. The part was visually inspected with no observed anomalies. Analysis determined the exhalation sensor pcba of the eva was prior to the implementation of a change to address autozero solenoid (so1) failures, therefore, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid (so1) on the exhalation sensor pcba of the eva. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 980 ventilator failed the extended self test (est) and short self test (sst) with ¿pressure out of range (oor)" message. The ventilator was not in use on a patient at the time of the reported event.